Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the testing of a returned graphical user interface (gui) printed circuit board (pcb), it was found that the display was erratic. There was no patient involvement at the time of event.